Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -10.5 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and a shorter length lens was implanted due to excessive vault. This resolved the problem.

Manufacturer narrative:
Additional data: device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. (B)(4).